Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty appears to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with a prostyle device using the pre-close technique via a 9f sheath hole prior to a percutaneous endovascular aneurysm repair (pevar) interventional procedure. The sutures of two prostyle devices were successfully placed. The use of a 9f sheath was continued and the pevar procedure was completed. Reportedly post procedure, one of the two sutures came out as the sheath was removed. Hemostasis was achieved with the other successfully pre-placed prostyle suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.